Manufacturer narrative:
Exact date unknown, event occurred three years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was thrown by the medical facility.